Event description:
It was reported that this right ventricular (rv) pacing lead exhibited out-of-range impedance measurements, reaching 2001 ohms when lead safety switch (lss) occurred. A history of right atrial (ra) lead noise was noted, dating back to 2017. The patient was admitted to the hospital for syncope. (B)(6) noted that the rise in right ventricular (rv) lead impedance might be due to unipolar sensing a (B)(6) noted that the rise in right ventricular (rv) lead impedance might be due to unipolar sensing and recommended reprogramming options. No adverse patient effects directly related to the device were reported. No adverse patient effects directly related to the device were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).